Event description:
A report was received from the field indicating a healthcare worker experienced human reactions due to odors coming from the sterrad. Per the initial reporter, this has been a recurring problem for years. The odor occurs while they are using the unit, with the highest use in the evening and there are no cancellations of cycles involved. The employee experienced headache, sore throat, and hand irritation. The duration of symptoms and whether medical medical treatment was sought is unk.

Manufacturer narrative:
The frequency of exposure to the sterrad sterilizer is intermittently throughout the workday. The employee was not wearing personal protective equipment. Load related info was not provided. Multiple investigational attempts have taken place by asp clinical staff in order to obtain add'l info for this event. However to date, the initial reporter has not provided any add'l info regarding this event. The device is capital equipment evaluated at the customer's site: per the asp field service engineer evaluating the unit: the unit is due for preventive maintenance 2. Talked to the staff, the complaints varied. Some said they notice odor during the cycle and some noticed when opening chamber post cycle. Some oil residue was noticed on the outside of the mist filter assembly and catalytic decompression filter, but did not observe (visual or odor) oil mist during vacuum pump operation, during filter replacement as part of the preventive maintenance. Cleaned seating surfaces (under oil mist filter, surfaces between oil mist assembly halves, etc.), inspected the old filter and gasket for signs of wear and none was found. Ran a successful empty chamber cycle without odors or mist observed. The unit meets MFR's specs. Results: the unit was due for preventive maintenance 2.